Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up. The right ventricular lead exhibited a sensing anomaly and high capture thresholds. The lead remained implanted. The patient would be monitored. No additional information was available.